Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that electrodes 0 and 4 had >10,000 ohms impedance. This information was per the health care professional (hcp) interrogation on (B)(6) 2016. When the manufacturer representative tested using electrode #3 as the reference, electrodes 0, 4, 10, 11, 12, 13, 14, and 15 were > 10,000 ohms. It was reported that electrodes 1, 2, 5, 6, 7, 8, and 9 were fine. Technical services recommended running the impedance tests again using 3.0v but the patient had already left the office. The leads were staggered which would explain some of the high impedances. The patient was programmed on 5+ and 6- with therapeutic benefit for the patient. The manufacturer representative reported that the patients impedance was traditionally high, except 0 and 4, which were greater than 10,000 ohms when checked in august. Additional information received from the manufacturer representative on 2016-11-03 reported that the cause had not been determined. There had been irregular impedances on electrode 3 (>10,000 ohms) depending on which electrode was selected as the reference electrode. Per the call with technical services, the manufacturer representative reported that the >10,000 ohms impedance on electrodes 10, 11, 12, 13, 14, and 15 were a result of the great distance between electrode 3 and the electrodes 10, 11, 12, 13, 14, and 15 as the leads were staggered. Therapy was not compromised and no lead replacement was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances of all electrodes of the left lead on (B)(6) 2017. The device was interrogated. There were no signs or symptoms. Lead 1 electrodes were not being used. The event was related to the device or therapy, but not related to the implant procedure. No action was taken. The event was unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the high impedance was not determined. The patient's baseline weight was also reported.